Event description:
The customer reported that the subject device exhibited loose contact on the cable. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the subject device displayed a green image. This report is being submitted for the malfunction found during device evaluation (green image).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that a green image was caused by a r-unit failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.